Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 420 mg/dl with extreme exhaustion associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and self-treated with insulin via injection. During troubleshooting with customer technical support, it was revealed that the under was over/under cycling the cartridge as well as using the product for longer than 2-3 days as recommended. Cts educated the patient on loss of prime warnings and cartridge use per instructions for use. This complaint is being reported because the patient allegedly experienced hyperglycemia as a result of use error.